Event description:
A customer reported receiving a system message each time the unit was rebooted but the message was able to be cleared by using the touchscreen to bypass it. The customer also reported having "cassette problems". A company service representative suggested replacing the cassette and the system began to function normally. However, the eye was "open" for quite some time while troubleshooting the system. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported in the event log. The illuminator module was replaced. The system was then tested and met all product specifications. The illuminator module was sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).